Event description:
Rptr has noticed a 4-fold increase in carbon 14 backgrounds over the last 4-6 months. User is concerned due to overall trend, even though levels are within MFR's specs. User has ruled out analyzer as source of problem and is concerned that tests indicate substrate breaking down. No direct infection control issue at this time. User is concerned over MFR's apparent lack of concern over trend.